Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Bg cause was not known. Customer consumed 2 packets of sugar gel to address bg. Emergency medical technicians (emt) were called and administered a bag of intravenous(IV) fluids to the customer. Customer remained at home and was not transported to hospital. Recommendation was made to consult with a healthcare provider to discuss diabetes management.